Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
On (B)(6) 2014, the patient was hospitalized for chest tightness. Coronary angiography was performed and a 2.5x18mm xience xpedition stent was deployed in the proximal left anterior descending artery (lad) and a 2.75x18mm xience xpedition stent was deployed in the opening of the lad. The patient was discharged on (B)(6) 2014. On (B)(6) 2015, the patient was re-hospitalized for chest tightness. No coronary angiography was performed. The patient received medical treatment and was discharged on (B)(6) 2015. On (B)(6) 2016, the patient was re-hospitalized for chest tightness. No coronary angiography was performed. The patient received medical treatment and was discharged on (B)(6) 2016. Per physician, the relationship between the event and the device is not known. No additional information was provided.